Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit went ventilator inoperative. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(6). No additional information received. All follow up attempts were made. No further response provided by the customer. The complaint has aged beyond 90 days and no parts have been returned for evaluation, therefore a device evaluation cannot be performed and the investigation results are not available for a customer response. If the customer contacts phillips for further information or the device is received for investigation, the complaint will be re-opened and investigated.